Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/11/2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. It was reported that patient entered blood glucose value without actually taking a finger stick reading. No additional event or patient information is available. Labeling indicates: you must enter the exact blood glucose value from your meter for each calibration. Blood glucose values must be between 40-400 mg/dl and must have been taken within the past 5 minutes.